Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no physical damage was observed on the location where the material remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that their evis exera iii colonovideoscope failed a test in the medivator reprocessing system for having a clogged channel. This issue was discovered during reprocessing. Upon inspection and testing of the returned unit, foreign material was found to be what was clogging the channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device channel. The customer's originally reported issue of clogged channel was confirmed. The following additional findings were also noted: various chips, deterioration of parts due to chemical stress, buckling, cracks in adhesive, no air/water flow, and leaking from the air/water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.